Event description:
It was reported that after the case, the pa was trying to pull out the checkpoint pin from the tibia. The head of the checkpoint pins snapped off and the pin was left in the tibia. The surgeon tried to remove the tip of the pin but felt he was not going to be able to do it, so decided to leave it in the tibia.

Manufacturer narrative:
H10: the device, used in treatment, was returned for a prior investigation. The initial visual/functional investigation performed on (B)(6) 2015 found that the pin breakage was due to improper technique of pin removal by using a leveraging motion. Device history record review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for removing the checkpoint pin. It states that "prior to closing the patient's incision, ensure to remove both the femoral and tibial checkpoint pins. When removing the checkpoints, avoid wrenching the checkpoint out of the bone. Be sure to pull perpendicularly away from the patient's bone, to avoid damaging the checkpoint." The complaint and initial investigation suggest that the user deviated from these instructions. Therefore, we can confirm that there was not a relationship between the reported event and the device and the malfunction was due to user error. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided the impact beyond the reported procedural change, subsequent modified procedure, the retained externally communicating device (tip) and low likelihood of micro-motion, migration, and/or local irritation could not be determined. No further medical assessment is warranted at this time.